Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the pacemaker was experiencing under-sensing. Programming changes were made. The patient's condition was stable.